Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there is no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed ona supplemental MDR.

Event description:
It was reported the patient developed "pimple areas" had beneath the wafer. The patient sought medical treatment however, no prescriptive treatment was required. The patient was instructed on proper device removed. No further information was reported.